Event description:
This is a solicited case report posted online by a female consumer of unspecified age in united states and received by bayer on 03-dec-2014. The consumer was involved in an active online listening, study number: (B)(4). Study description: essure® generic active online listening. She was having a difficult day headache and nauseated. No further information was provided. Ptc investigation result received on 19-dec-2014. Ptc global number (B)(4). Final assessment. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This na anticipated event. Medical assessment. This ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 04-feb-2015: essure was inserted for birth control. The consumer stated she suffered with headache, back pain, nausea and metal taste in mouth. She also complained of stabbing pain on right side (around the rib cage). Follow-up received on 12-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0252). Consumer reported that she had essure back in 2011. First consumer told her doctor she felt them, and she said no way. Consumer started with tingling in her legs, then headaches, loss of sexual drive, tiredness and then it started to get worse, confusion, dizziness, nausea, pain throughout her body and it was to the point where she felt that her job of 4 years was in jeopardy. Her life was miserable because she felt she had no quality of life and every physician that she saw gave her diagnosis from arthritis to fibromyalgia. Consumer talked to her medical doctor who said it could be related to essure and that they would have to see it in the future. Physician gave her medication for pain, nausea and the fibro (as reported). In (B)(6) 2014, she found a doctor who listened to her concerns, she told him that she had 3 c-sections done and had a gall bladder removal before essure. The physician felt that essure shouldn't have been offered and that it was creating more scar tissue and enhancing the pain with sex (when she did have it) so he recommended a hysterectomy. On (B)(6) 2015, she had hysterectomy done and 4 months later she hasn't had a symptom: no headaches, nausea or pain. Updated product technical complaint (ptc) investigation and final assessment were received on 28-aug-2015 without major changes. Company causality comment: this solicited, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain with sex. She underwent a hysterectomy 4 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain and dyspareunia may occur after essure insertion. Considering the nature of the reported event, and since the pain resolved after hysterectomy, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Upon receipt of follow-up information stating the consumer underwent a hysterectomy, this case was upgraded to incident due to required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 19-oct-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case# FDA-2014-n-0736-1632). Consumer stated that she suffered daily with pain, confusion, dizzyness, and numbness, lack of energy and sex drive. In (B)(6) 2015 she had a hysterectomy only keeping her ovaries and she does not suffer with any of the side of effects after removal. Company causality comment: this solicited, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain with sex. She underwent a hysterectomy 4 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain and dyspareunia may occur after essure insertion. Considering the nature of the reported event, and since the pain resolved after hysterectomy, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Upon receipt of follow-up information stating the consumer underwent a hysterectomy, this case was upgraded to incident due to required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.